Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to clinic, non sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made. Patients condition was stable.